Event description:
It was initially reported by the company rep that during prophylactic generator replacement, the silicone pulled off the positive electrode pin of the lead. The silicone pulled off while the positive pin was being removed from the generator. The company rep who observed the surgery stated that the lead pin was still inserted into the generator when the lead wire was exposed (due to silicone being pulled off). The surgeon placed the silicone back on lead and secured it with surgical adhesive. The new generator was attached and diagnostics were performed. Diagnostics showed that the lead was functioning properly. The surgeon decided not to replace the lead. The lead will not be returned to the MFR for product analysis.